Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e2010 needle stick/puncture.

Event description:
Dexcom was made aware on 07/28/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen. It was reported that the patient experienced a skin reaction with inflammation underneath sensor pod area only after the sensor had been inserted in the abdomen. The area was prepared with alcohol before placing the sensor on the body. On (B)(6) 2024, the patient had an abscess and went to the hospital. There, he underwent CT (computed tomography) scan and lots of other tests that he could not recall. He had incision and drainage. The patient had a wound vac for 3 days. The patient had regular bandage changes by the spouse after. The patient had pain medication, 3 different antibiotics including prescription IV medication cefepime 2000mg every 8 hours metronidazole 500mg every 8 hours. The patient is completing follow up with wound care. The abscess had gone down and was fine at the time of the call. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.